Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received per social media that the patients scs device caused nerve damage and so much worse. The patient was taking medication. It was reported that the physician could not remove the wires because of there placement and scar tissue. No further information could be obtained.